Manufacturer narrative:
Evaluation summary: one used sonicision dissector was received, and examination of the returned device confirmed an issue with melted jaws. No piece was noted to have detached. Visual inspection found the jaw liner had melted. The issue caused the device to fail functional testing when the jaws were closed and submerged in glycerin. The jaw liner damage observed is caused by the jaws being clamped and activated multiple times with little to no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The melted jaw liner will prevent the dissector from cutting tissue sufficiently. The user¿s guide included with this product advises users not to activate the instrument with the clamping jaw closed unless there is tissue present. It also states that doing so will cause damage to the device jaws. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review for this complaint has been performed, and an updated evaluation summary provided below. One used sonicision dissector was received, and examination of the returned device confirmed an issue with melted jaws. Visual inspection found the jaw liner had melted, and a piece had detached. The issue caused the device to fail functional testing when the jaws were closed and submerged in glycerin. A review of the device history records for this lot found no potentially contributing factors. The jaw liner damage observed is caused by the jaws being clamped and activated multiple times with little to no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The melted jaw liner will prevent the dissector from cutting tissue sufficiently. The user¿s guide included with this product advises users not to activate the instrument with the clamping jaw closed unless there is tissue present. It also states that doing so will cause damage to the device jaws. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the seal of the active blade came off midway through the procedure. There was no patient injury. Additional questions regarding the device and incident have been asked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.